Manufacturer narrative:
Philips service replaced the flexvision monitor,58" uhd color lcd monitor sp and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the monitor displayed black screen flexvision monitor replaced on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.